Event description:
The distributor claimed there is a frequent prime issue related to the rewind, load, or fill step. There was no evidence of product misuse. There was no reported patient impact associated with this complaint. The product was requested back for investigation. This complaint is being reported as a malfunction due to the alleged prime issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no loss of prime warnings and force readings were noted to be normal. A rewind, load and prime sequence was performed successfully without alarms. The force sensor calibration test revealed the force sensor to be within specifications. The pump was exercised for 24 hours without loss of prime occurring. A loss of prime was induced and the pump emitted the appropriate alert. The pump was opened for investigation and did not reveal any defect or damage of the force sensor circuit. Investigation was unable to confirm or duplicate the complaint.